Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per follow up, additional investigational inputs were not available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec'd 7/11/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob has been provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised due to pain. Update rec'd 7/11/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob has been provided. There is no new additional information that would affect the outcome of the investigation. Update 12 oct 2017: pfs received. Pfs also alleges soreness, popping ang clicking, multiple dislocations, inability to do adl, and limited mobility. Added stem for the previously alleged toxic metal ions. This complaint was updated on oct 20, 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017: pfs received. Pfs also alleges soreness, popping ang clicking, multiple dislocations, inability to do adl, and limited mobility. This complaint was updated on (B)(6) 2017.